Manufacturer narrative:
The following fields have been updated with corrected and/or additional information h.4. Device evaluated by MFR. Yes. H.6. Investigation summary: bd received 1 sample and 7 photos for investigation. The customer sample and photos were reviewed and the indicated failure mode for foreign matter and cracked tube was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter and cracked tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter and cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h. 10.

Event description:
It was reported that 2 paxgene® blood ccfdna tube had a crack in the tube. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's verbatim report, there was a crack on the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 paxgene® blood ccfdna tube had a crack in the tube. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's verbatim report, there was a crack on the tube.